Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00625006525 item name bone scr 6.5x25 self-tap lot # 61563813. Item # 00625006530 item name bone scr 6.5x30 self-tap lot # 61755412. Item# 00640006222 item name ab cluster shell 62 mm lot # 60378358. Item# 00641503204 item name alumina insert 56_62 x 32mm lot # 61655405. Item # 00642803202 item name alumina ceramic femoral head 12/14 taper 32 mm diameter 0 mm neck length lot # 61633263. Item # 00784802201 item name modular neck bb 12/14 neck taper use with +0 heads only lot # 61355231. Item # 00875700001 item name dome hole plug single pack lot # 61443583. Supplied photo shows stem fractured below the base of the modular junction and a ceramic head. It cannot be determined by this photo any cause of event. No product was returned; visual and dimensional evaluations could not be performed. Radiographs and operative notes were provided and reviewed by a health care professional. Review of the radiographs identified the following: left total hip arthroplasty with femoral stem fracture at the base of the modular junction. Review of the operative notes identified the following : the patient was revised due to fracture of the femoral stem. Extended trochanteric osteotomy was performed to remove the stem and the femur was secured with cables. The head, neck, and stem were replaced with new zimmer biomet head and stem. No other findings/complications related to the event were noted. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported an initial left total hip arthroplasty was performed. Subsequently, the patient was revised approximately 9 years later due to fracture of the femoral stem. The stem and head were replaced without complication. No further event information available at the time of this report.